Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connected their patient extension line after priming on a homechoice device and performed therapy, resulting in the patient getting air in their shoulders. The patient was hospitalized for the event. Treatment for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. However, it was noted that patient line extensions were connected after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to connect the patient line extension to the patient line prior to priming. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.